Event description:
It was reported that thrombosis and a transient ischemic attack (tia) occurred. A left atrial appendage closure procedure was performed with a complete seal noted on echocardiogram. Activated clotting time was 379 seconds. The patient was put on eliquis 2.5mg twice daily and aspirin 81mg daily from (B)(6) 2022, to (B)(6) 2023. On (B)(6) 2023, the patient discontinued eliquis and continued on daily aspirin at 81mg. On (B)(6) 2023, the patient was taken to the emergency room for slurred speech. A tia was diagnosed with negative result for a cerebral vascular accident. The slur resolved within 12 hours. The transesophageal echocardiogram (tee) in the hospital revealed a watchman related thrombus of unknown size. The patient was started on xarelto 15mg twice daily in addition to the aspirin. No other residual effects were reported before and after speech normalized. Repeat tee was planned in 4 weeks. The patient has fully recovered.